Event description:
Same as reported by distributor, north coast medical, inc. 12/05, MFR. Report # 2939821-2005-00008. Not reported to MFR selective med components, inc., until 3/06. After iontophoresis treatment: "skin irritation", "required medical treatment for the reaction." Note: treatment dose exceeded maximum recommended dosage.